Event description:
It was reported that a sheath tear occurred. During preparation of a 14f isleeve introducer catheter, the dilatator was not removed. Flushing began with the dilator still in place and the sheath tore on the tip of the isleeve. There was no patient contact with the device and the procedure was completed with another of the same device.